Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the right common femoral artery was occluded post 18fr manta deployment shown under angiography. Physician went up and over (contralateral) with a catheter for a selective angiogram. Physician proceeded to angioplasty the rcfa access site with a 7mm x 40mm ptca balloon. Post angioplasty showed good flow additional information 23may2022: during a tavr procedure, a single micro puncture access was obtained under ultrasound in the central left cfa. The left cfa vessel measured at 7.5mm and had mild distal calcification and no tortuosity. The manta depth was measured at 7+1cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, the bp was 130/58mmhg and act was 160. 10,000units of heparin and 50mg of protamine were administered intravenously. Time to hemostasis was less than 10 seconds. The patient was reported as awake and fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were received and reviewed by the investigative team and indicate a disrupted flow superior to the manta radiopaque lock, potentially a dissection present. The second photo is a view of the vessel measurement. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 7.1mm, mild distal calcification, with a depth measurement of 7cm+1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, hemostasis was less than ten seconds, however, a post procedure angiogram showed an occlusive dissection near the access site. The physician deployed a contralateral balloon and applied inflations. A follow up angiogram indicated good flow returned. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The patient's demographics indicated a bmi of 49.8 (weight 118kg, height 154cm). The IFU posts warning not to use manta if the patient has marked obesity (bmi greater than 40 kg/m2). A patient with a bmi of more than 40 can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. It is suspected the collagen deployed entirely inside the vessel and occluded the vessel. The IFU lists ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events.